Event description:
A product liability claim was raised. It was reported, that on (B)(6) 2003 an unknown winterthur hip was implanted on the left side. It was reported on (B)(6) 2014, that the patient experienced bilateral pain. The product is still implanted. The patient reads in the daily newspaper and assumes that the cause is elevated metal ions in the blood and tissue damage.

Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. The patient has not undergone a revision surgery yet. As no lot number was provided for the device, the device history record could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).